Event description:
A customer complaint was received that the screws of the milled adjustable herbst have fallen out twice while the patient has been asleep. The patient is very concerned that she might swallow or aspirate a screw if it happens again. The patient was not injured. The device was not returned. Replacement screws were shipped to the doctor.